Event description:
It was reported to philips that the screen needs to be calibrated. No patient harm or injury has been reported.

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device screen needs to be calibrated. Whenever the screen is pressed, the corresponding function does not activate. There was no patient involvement reported, therefore no health consequences or impact occurred.

Manufacturer narrative:
Updated device problem code grid.